Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the generator interface circuit board needed to replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900 intermittently has communication failures. The system has to be reinitialized to recover. There was no adverse patient involvement reported. There was no patient info reported.